Event description:
The patient reported that he had a evo icl lens implanted into his right eye (od) at the end of (B)(6) 2023. Patient is dissatisfied with the result of visual acuity and states that he has reading problems. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).